Event description:
Patient implanted in mental fold, upper and lower vermilion borders and nasalabial folds in 1998. Onset of extrusion and infection 01/1999 at chin, implants revised and patient treated with antibiotics in 1999. Paitent again treated with antibiotics 01/1999.